Manufacturer narrative:
Submit date: 11/1/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports leaking at the junction. No patient injury or ill effects.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two sample boxes with 30 units each box were received, after functional testing a leak was confirmed in the cross spike connector. The reported condition was confirmed. As part of continuous improvements, a corrective action has been opened to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.